Event description:
It was reported that during a ptca treatment procedure involving a 75% stenotic ostial lesion in the middle portion of the tortuous lad artery, the maverick2 monorail balloon would not inflate on the initial inflation and was suspected to have a pinhole. It is unclear whether the maverick2 monorail balloon was being used to deliver or to dilate a new stent. The patient was asymptomatic during this event. No information is available regarding the introducer sheath and inflation device. A guidant balance guidewire (size unknown) and a mach 1 guide catheter (size unknown) were used. The maverick2 monorail balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No further information is available at this time.